Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >500 mg/dl (high) while wearing the pod between 4 and 24 hours. It was also mentioned that the adhesive folded over onto itself. Symptoms reported include lose of balance, not feeling well and feeling thirsty. The patient was treated with insulin. The patient was not sure when the they were released from the hospital. The pod was worn when seeking medical attention.